Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and had some flattened struts visible. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use the protective sheath of the xience xpedition stent delivery system (sds) was being removed when the stent implant dislodged inside the sheath. There was no patient involvement. The device was not used for the procedure. A different xience xpedition sds was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.